Event description:
It was reported that during an open radical prostatectomy procedure, the clips jammed in the jaws. Another device was used to complete the case with no patient.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip, returned empty. Device b: batch #= f9g958. Mfg date: 03/16/2009; exp date: 02/16/2014. Evaluation summary: the analysis results of the er320 device a found that it was received in good visual condition. It was cycled, fed and formed six conforming clips. However, during three non-consecutive firing sequences once the device was cycled the clip remained stuck in the jaws before being ejected, it could not be determined what may have caused the found condition. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results of the er320 device b found that it was received empty and locked out; the lock out mechanism was broken during testing. No functional test could be performed due to the returned condition of the device. We have documented the circumstanced as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.